Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was recieved for investigation. During visual inspection the warmer was observed to have a worn plate clip and cracked tank cover. Loose components could be heard inside. A functional test was attempted but could not be completed, due to damage to the printed circuit board. The observed damage was consistent with force applied to the housing front cover. As the functional test could not be completed, the reported issue could not be duplicated. The root cause of the observed damage to the circuit board was attributed to user interface. As no manufacturing related root cause could be established, no review of device history records was conducted. A review of service records indicates this device has not been serviced previously. The device circuit board, pump and worn parts were replaced, and preventative maintenance was performed.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
It was reported the warmer would over temperature up to 46 degrees and alarm. Customer stated that the unit was not being used on a patient at the time. The unit was turned on and began to overheat. It alarmed and it was taken out of service.